Event description:
Over the course of 10 years of use, the device turned itself on 3 or 4 times. No other clinical or device data were reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.